Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia as well as stroke. The customer blood glucose level was 110 mg/dl. The customer was assisted with troubleshooting. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.